Manufacturer narrative:
Results: the jet7 had bends throughout its proximal shaft. The device was stretched approximately 100.5 - 111.0 cm from the hub and was fractured approximately 111.0 cm from the hub. The distal fractured segment was stuck and protruding distally from the neuron max. Conclusions: evaluation of the returned jet7 confirmed stretching along the device. Evaluation also revealed the catheter was fractured and stuck within the returned neuron max. If the device is forcefully retracted against resistance, the device may stretch and fracture. The distal fractured segment was unable to be removed from the neuron max. The root cause of the difficulty retracting the jet7 could not be determined. Evaluation of the returned neuron max revealed bends along its length. This damage was likely incidental to the reported complaint. The root cause of difficulty retracting the jet7 could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01725.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician completed a pass in the target vessel using the jet7 and 3maxc. While attempting to remove the jet7 to be flushed, the physician experienced resistance retracting the jet7 and the jet7 became stuck. Therefore, the jet7 and neuron max were removed. Subsequently, after removing the jet7 out from the patient, the physician noticed the jet7 to be stretched. The procedure was complete using a new neuron max with the same 3maxc, another catheter, and a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01725.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician completed a pass in the target vessel using the jet7 and 3maxc. While attempting to remove the jet7 to be flushed, the physician experienced resistance retracting the jet7 and the jet7 became stuck. Therefore, the jet7 and neuron max were removed. Subsequently, after removing the jet7 out from the patient, the physician noticed the jet7 to be stretched. The procedure was complete using the same 3maxc, another catheter, and a stent retriever. There was no report of an adverse effect to the patient.